Event description:
It was reported by the patient " I am having chest paint and my heart rate is usually around 80 and today it is in the 60's". Follow-up was attempted to the clinic with no response. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.